Event description:
It was reported to boston scientific through a study that a leveen needle electrode was used during a radiofrequency ablation procedure performed in 2008. According to the complainant, after the physician had felt the lesion had been completely ablated, the ablation probe and axial guide were removed. A subsequent CT scan of the thorax identified a small pneumothorax. This was managed with a 10fr pigtail catheter. The tube was removed the next day. The small residual pneumothorax was then followed with serial imaging and complete resolution was noted the following month. The pt returned for a one-month follow up. The pt reported no significant shortness of breath or hemoptysis. The lungs were clear throughout without wheezes or rales. She did note some chest pain near the skin incision site which was worse with movement of the right shoulder. This pain was relieved with vicodin.

Manufacturer narrative:
(Chest wall). Other (unknown). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.